Manufacturer narrative:
The following devices were added to the product grid after the initial emdr report was submitted: mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 078033a. Mrh hdp assembly pack; cat# 6481-2-150; lot# lek432. Gmrs extension piece 30mm; cat# 6495-6-030; lot# adn3n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision surgery due to pain involving a gmrs dist fem comp std r was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: medical review indicated; there is no evidence to suppose that device-related matters are involved in the failure scenario although no explants were returned for information to more positively confirm this. Due to lack of adequate information, this pi case cannot be solved with the current information. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon revised a right gmrs standard distal femoral component due to patient presenting with pain.

Manufacturer narrative:
The following devices were also listed in this report: 17mm press fit bowed stem 150; cat# 6495-5-217; lot# 119256a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised a right gmrs standard distal femoral component due to patient presenting with pain.